Event description:
The reporter contacted animas on (B)(6) 2014 reporting that they received a meter error 1 message. They could not clear with battery change. There is no reported adverse event with this complaint. This report is made based on the allegation of the meter error 1 issue issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings:investigation revealed that there was a subcode error (205) occurs immediately when powering meter. Investigators were unable to pair pump and meter and complete required investigation due to inability to clear the error 1 sub code 205 message.